Event description:
It was reported to boston scientific corporation that during preparation of the radial jaw 3 biopsy forceps, a pullwire was found to be detached and only one cup was open. The procedure was completed with different device.